Event description:
It was reported after hitting her scs ipg into a doorknob, the pt experienced pain and is now experiencing shocking on all of her scs system programs. It was also reported the shocking occurs when she turns system stimulation on in addition to when she increases stimulation. The pt was advised to turn off her scs system. F/u identified the shocking issue has not resolved. The pt is to consult with the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.